Event description:
2 syringes contained liquid in the needle, the liquid was colorless and odorless, the syringe has no trace of having contained liquid so it was only in the needle. We realize this situation when we want to supply a syringe with insulin, as their products contain a small vacuum we usually press to remove the air and introduce the insulin but on 2 occasions at the time of doing so we saw that pressing started to come out liquid without having had any contact with insulin or some other liquid before, the bags containing the syringes and the box were completely sealed.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.